Event description:
It was reported by the sales rep that there were "difficulties encountered when inserting the venous cannula." The hospital noticed a detached "white ring". No patient injury reported as this was noted during prep. The cannula and the ring were returned for evaluation.

Manufacturer narrative:
Additional evaluation: the reported "ring" that came off of the cannula is the soft-tip of the cannula. Because the overcoat is remaining on the cannula, it appears as if the cannula still has a soft-tip, however this is only the overcoat. The soft-tip has completely dislocated from the wire-wound segment and the overcoat region it should be bonded to. Additionally, the tecothane segment regions between the wire-wound segments are not bonded to their respective wire wound areas and overcoat regions. In addition to the returned product evaluation, root cause investigation was conducted during this investigation by intentionally missing oven steps on test samples. By replicating the failure with the test samples that were produced, this defect appears to be related to either missing the second oven process during production or the heat of the oven during the second oven process was too low to produce adequate fusing of the soft-tip and tecothane segments to the wire-wound segments and overcoat. A review of manufacturing records showed no non conformities associated with the manufacturing of this lot. This is the first associated issue with this lot number. Instructions for use were reviewed and it states: visually examine the quickdraw venous cannula, introducer(s), and components. Do not use if device shows signs of damage (i.e., cuts, kinks, crushed areas), or if package is damaged or open. The root cause of the incomplete thermal bonds of the returned device is most likely due to the second oven process of the manufacturing process being either missed or the oven temperature being too low to adequately fuse the thermal bonds of the cannula. Because this event is confirmed as a manufacturing caused defect with a severity of major, a pra has been initiated to address health hazards and further actions that may need to be conducted due to the information gathered as a part of this customer experience report. The qd25 manufacturing and acceptance activities are being reviewed as part of pra0676. The information gathered through this reported event and evaluation will be included in trend data for future CAPA determinations.

Manufacturer narrative:
Correction to priro evaluation statement: we received the complaint unit with the tip separated. While a visual analysis of the failed unit identified inconsistent fusing of the overcoat, it is impossible to establish how this occurred. We visually inspected all units as part of our quality control. Additionally, the dilator was successfully passed through the product twice during manufacturing assembly to verify the effective interface. We also measure the inner diameter of the product and outer diameter of the dilator and confirmed they were inside specification, assuring an effective interface. Our cannula met the strength requirement over time. All cannula from the lot underwent additional introducer fit-check and final inspection. The probability of the unit in question having an incomplete thermal bonds at the time of inspection and release is now considered improbable. It is also unknown what conditioning the unit was subjected to by the customer which may have contributed to the device failure. As such, the root cause of the failure modes displayed on the returned device is now considered indeterminable. It has been determined to be isolated in nature as no other reports of this have been received since the original analysis. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Evaluation: received 1 quickdraw venous cannula with the inserted dilators and guidewire. Dry blood was visible on the proximal connector of the cannula. A clear plastic ring was also returned with the cannula. The ring did not appear to come from drainage hole as reported by customer. Cannula and plastic ring will undergo further evaluation into root cause.